Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that his blood glucose readings were not being stored in the memory of the contour ts meter. There was no allegation of an adverse event. The customer wad advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found. The information in section g1 (continued) i.e. Manufacturing site for device has been updated to reflect the correct address.